Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to resolve the occlusions. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery, and that the a crack was observed on the cartridge. Pump supplies were changed to address the issue. Customers blood glucose level ranged from 160-261 mg/dl at the time of event.